Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not returned for analysis. Three photos and a video were provided showing the arteriotomy locator broken at the blood inlet hole. The breakage was consistent with excessive bending of the component. The component was extracted from the patient. The cause could not be identified based on the available information. Two additional videos were also provided showing angiograms of the artery. No determination was able to be made based on the provided angiograms. As a result, the complaint was confirmed. The exact root cause cannot be determined. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: an emergency patient underwent percutaneous coronary intervention (pci) via a 6 french femoral sheath. During dsa for acute myocardial infarction, femoral artery puncture, coronary angiography, and interventional treatment were performed. There were no issues during the insertion of the femoral sheath. Angiography of the femoral artery puncture site showed no tortuosity or calcification. After assessment, a 6f angio-seal was used for closure. Based on previous experience with the device, assembly went smoothly by the doctor, and the puncture tract was also predilated. However, significant resistance was encountered when advancing the assembled device over the guidewire, making it very difficult to insert into the vessel. After the procedure, when using a vascular closure device to seal the femoral artery puncture site, the arteriotomy locator was retracted; however, it fractured with the residual fragment migrating into the superficial femoral artery. Subsequently, vascular surgery was performed to snare the fragment, and a 5 cm incision was made in the right femoral artery to retrieve the fractured part from the vessel. Inspection of the device assembly revealed that the dilator and the sheath hub were not fully locked. After re-locking and re-attempting insertion, significant resistance persisted. It was eventually inserted into the vessel with repeated forceful pushing. The flow from the back-bleed port was drop-wise, differing from the expected normal pulsatile flow. The clinical staff sensed the device was not functioning correctly and withdrew the entire closure device system. The tip of the sheath tube was found to be bent, and the dilator tip was missing. Attempts to locate the fractured dilator tip at the puncture site were unsuccessful. Anesthesia, imaging, and vascular surgery departments were consulted. Imaging located the broken tip, which had migrated to the lower limb. An attempt was made via a cross-over sheath to retrieve it using a snare, but due to the rigid material of the dilator tip, it could not be pulled into the sheath. Subsequently, the tip was retrieved by making an incision at the ipsilateral puncture site to exteriorize the vessel. The vessel was then surgically sutured. The patient's post-operative condition was good, and the patient has since been discharged.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided. E1: initial reporter name: unknown. E1: phone number: unknown. E3: occupation: unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.